Manufacturer narrative:
(B)(4). Batch # m54t33. Additional information received: patient did well and went home post-op day 3. Where within the gap setting scale was the orange indicator prior to firing? 2/3 of the way aligned with lower black bar. Did the post-operative care change based on the leak? No. The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a hand assisted laparoscopic surgery sigmoid colectomy procedure, with ecs29a the tyvek ripped upon opening and introducing instrument to sterile field. Rip prohibited sterile use of device, second ecs29a opened. With the second device it fired without issue. Proximal anastomotic ring incomplete. Flex sigmoidoscope revealed an air leak. So the surgeon re-transected the distal bowel with psee60a and ecr60b. Purse string done with covidien purse string, with the ecs29a used again for anastomosis. Resident fired ecs25a instead of ecs29a using tripe staple technique with tx60b. Covidien purse string not utilized. Ecs25a fired and flex sigmoidoscope revealed air leak on left lateral anterior portion of anastomosis. Surgeon sutures anastomotic defect with 3/0 vicryl plus suture on sh needle. Flex sigmoidoscope performed again after suturing with no air leak detected.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.